Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt had a "sore" above where the initial implant was placed. The device had worn through the skin; in the middle of the sore the metal was visible and the healthcare provider (hcp) was able to touch it. When the hcp opened up the pt, the device came right out as the lead had snapped inside the pt. The pt was morbidly obese and had gained considerable weight since implant was placed a year ago. The system was explanted and not replaced. The pt recovered without sequela.